Event description:
Device issue: none. Adverse event: restenosis requiring surgical intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B)(6) 2009, the patient underwent stenting in the predilated calcified proximal left anterior descending artery with a 3.0 x 15 mm xience v stent. During the procedure a side branch occlusion in the small diagonal occurred requiring implantation of the 2.75 x 8 mm xience v stent. On (B)(6) 2009, the patient experienced ischemic symptoms with ECG showing st depression when the patient ambulated. The patient underwent an unplanned percutaneous coronary intervention on (B)(6) 2009, in the non-target mid and distal right coronary arteries. Abbott vascular medical safety monitors assessed this event as a myocardial infarction caused by the target vessel. On (B)(6) 2010, the patient experienced chest pain while walking that was unrelieved with rest. On (B)(6) 2010, the patient underwent coronary artery bypass graft in the target vessel and the non-target vessel. The patient was discharged on (B)(6) 2010. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.75 x 8 mm xience v (part 1009540-08, lot 8111741), is being filed under this MFR#.